Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause was attributed to significant force being applied to the device during use. A search of the complaint database found one similar complaint for this lot number from the same customer. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal peripheral vascular procedure, the hydrophilic guide wire tip detached within the patient. The physician had acquired retrograde arterial vascular access in an attempt to re-cannulate the patient's left common iliac artery. During guide wire manipulation's the tip detached. The physician used a vascular snare device to successfully retrieve the guide wire tip from the patient with no additional consequences to the patient.